Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the rptr: the customer reports that the instrument did not staple. While there was no blood loss, resection of tissue was necessary because of the incident. Another device was used to end the procedure. Operative time was extended more than 30 minutes.